Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been admitted to the hospital following two episodes of loss of capture. It was noted the right ventricular (rv) lead exhibited a progressive increase in lead impedance and pacing threshold, and that the patient experienced a pre-syncope episode that was much milder than a previous episode. It was noted there was a number of p-waves on the holter monitor that were not followed by rv pacing generating short pauses. The rv sensitivity was decreased due to suspected potential oversensing. An additional holter monitor was performed, along with a chest x-ray and it was noted the rv lead had pulled back since implant. The patient remained in the hospital for monitoring and at this time, there were no additional corrective actions taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.